Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 28feb2017 in describe event or problem. Evaluation summary a consumer reported on behalf of a male patient that in (B)(6) 2017 his humapen luxura device "plunger did go to down by some units, the injection button lost the force to perform the application." She mentioned that in the past, during the prime the device released a jet, but now some drops are released slowly. Troubleshooting was performed and medicine was released by drop, not as at the past (jet). The patient experienced non-serious increased blood glucose. The patient previously experience diabetic ketoacidosis ((B)(6) 2016) prior to the device complaint. The device was not returned for investigation (batch number 1312g01, manufactured december 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy, injection force uneven, and priming issues. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The user manual states to prime with each injection and "look for insulin at the tip of the needle." Therefore, the reporter's description that drops are released indicates that the pen was properly primed and releasing insulin. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) male patient. Medical history included type 1 diabetes since (B)(6) 2016, approximately. Patient did not use concomitant medications. The patient received human insulin (rdna origin) nph (humulin n) cartridge, dose and frequency according to carbohydrate counting, subcutaneously, for type 1 diabetes, beginning in (B)(6) 2016. On an unspecified date, unknown exact time after commencing treatment with human insulin nph via humapen luxura hd (lot 1312g01), patient experienced diabetic ketoacidosis and was hospitalized due to this on (B)(6) 2016. It was unknown if patient received corrective treatment and the outcome was not provided. On (B)(6) 2016, patient was discharged from hospital. On (B)(6) 2017, patients glucose was deregulated and the glycemia was above reference values because after using a little the cartridge of insulin, the pen lost the pressure at application time (lot 1312g01/(B)(4)) and in the beginning of cartridge this problem did not occur. Patient did not receive corrective treatment. It was stated that patients glycemia was checked with some frequency. Human insulin nph was applied on the side of legs and arms. As of (B)(6) 2017, patient was not recovered from blood glucose increased. Treatment with human insulin nph continued. Mother of patient was the operator the device and she was trained. The duration of use for this device model and the duration of use for this specific device were eight months. The status of device was unknown. The device would not be return. Reporting consumer related blood glucose increased to human insulin nph. No other opinion of relatedness was provided. Update 16jan2017: additional clarification received on 16jan2017 from call center was processed with this initial case. Update 18jan2017: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 16jan2017: additional information received on 20jan2017 from call center. No medically significant information was received or added to the case. Updated device return status to not being returned. Narrative and corresponding fields were updated. Update 28feb2017. Additional information received 27feb2017 from the product complaint safety database. On the device tab entered manufacture date, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly.

Manufacturer narrative:
No further follow up is planned.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, regarding a patient who took part of a patient support program (psp), concerns a (B)(6) year-old caucasian male patient. Medical history included type 1 diabetes since (B)(6) 2016. Concomitant medications: insulin glargine, insulin glulisine and insulin degludec, all for type 1 diabetes (conflicting information as it was also reported that patient did not use concomitant medications). The patient received human insulin (rdna origin) nph (humulin n) cartridge, dose and frequency according to carbohydrate counting, subcutaneously, for type 1 diabetes, beginning in (B)(6) 2016. On an unspecified date, unknown exact time after commencing treatment with human insulin nph via humapen luxura hd (lot 1312g01), patient experienced diabetic ketoacidosis and was hospitalized due to this on (B)(6) 2016. It was unknown if patient received corrective treatment and the outcome was not provided. On (B)(6) 2016, patient was discharged from hospital. On (B)(6) 2017, patients glucose was deregulated and the glycemia was above reference values because after using a little the cartridge of insulin, the pen lost the pressure at application time (lot 1312g01/associated (B)(4)) and in the beginning of cartridge this problem did not occur. Patient did not receive corrective treatment. It was stated that patients glycemia was checked with some frequency. Human insulin nph was applied on the side of legs and arms. As of (B)(6) 2017, patient was not recovered from blood glucose increased. Treatment with human insulin nph continued. On (B)(6) 2017, the patient started receiving insulin lispro (humalog) cartridge, unspecified dose, frequency and route of administration, for type 1 diabetes. On the same day, unspecified time after starting human insulin nph and since starting insulin lispro therapy via humapen luxura hd (lot 1312g01), patients mother started doing the injections on abdomen and the patient experienced injection site pain. On an unspecified date, the patient experienced injection site bruising when used a 6 mm needle. Due to it, patients physician oriented to change to a 8 mm needle and, since then, the patient was experiencing less injection site bruising. The injections were done at a 90° angle with patients abdomen. Further information regarding laboratory exams, corrective treatment and outcome was not provided. Insulin lispro and human insulin nph therapies status was not reported. Mother of patient was the operator the device and she was trained. The duration of use for this device model and the duration of use for this specific device were eight months. The status of device remained in use. The device would not be return. Reporting consumer related blood glucose increased to human insulin nph. No other opinion of relatedness was provided. Update 16jan2017: additional clarification received on 16jan2017 from call center was processed with this initial case. Update 18jan2017: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 16jan2017: additional information received on 20jan2017 from call center. No medically significant information was received or added to the case. Updated device return status to not being returned. Narrative and corresponding fields were updated. Update 28feb2017. Additional information received 27feb2017from the product complaint safety database. On the device tab entered manufacture date, entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Update 16nov2017: additional information received on 14nov2017 from initial reporting consumer via psp. Added information regarding patient support program. Updated diagnosis date of type 1 diabetes. Added concomitant medications, humalog as suspect product, non-serious events of injection site pain and injection site bruising. Updated device status. Updated corresponding fields and narrative accordingly. Edit 11dec2017: updated european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 12dec2017: the unique device identifier of (B)(4) for the humapen luxura half-dose device was added for expedited device reporting.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns a (B)(6) male patient. Medical history included type 1 diabetes since (B)(6) 2016, approximately. Patient did not use concomitant medications. The patient received human insulin (rdna origin) nph (humulin n) cartridge, dose and frequency according to carbohydrate counting, subcutaneously, for type 1 diabetes, beginning in (B)(6) 2016. On an unspecified date, unknown exact time after commencing treatment with human insulin nph via humapen luxura hd (lot 1312g01), patient experienced diabetic ketoacidosis and was hospitalized due to this on (B)(6) 2016. It was unknown if patient received corrective treatment and the outcome was not provided. On (B)(6) 2016, patient was discharged from hospital. On (B)(6) 2017, patients glucose was deregulated and the glycemia was above reference values because after using a little the cartridge of insulin, the pen lost the pressure at application time ((B)(4)) and in the beginning of cartridge this problem did not occur. Patient did not receive corrective treatment. It was stated that patients glycemia was checked with some frequency. Human insulin nph was applied on the side of legs and arms. As of (B)(6) 2017, patient was not recovered from blood glucose increased. Treatment with human insulin nph continued. Mother of patient was the operator the device and she was trained. The duration of use for this device model and the duration of use for this specific device were eight months. The status of device was unknown. The device would not be return. Reporting consumer related blood glucose increased to human insulin nph. No other opinion of relatedness was provided. Update 16jan2017: additional clarification received on 16jan2017 from call center was processed with this initial case. Update 18jan2017: upon review, the case was opened to update the medwatch fields for regulatory reporting. Update 16jan2017: additional information received on 20jan2017 from call center. No medically significant information was received or added to the case. Updated device return status to not being returned. Narrative and corresponding fields were updated.